Event description:
It was reported by service report that the power load pops out of the locked position with patient weight. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by service report that the power load pops out of the locked position with patient weight. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.